Event description:
It was reported that a patient with acute encephalopathy who was transferred from the emergency room to the intensive care unit experienced hypertension and then hypotension a few hours later while connected to the spectrum infusion pump. The patient was intubated for airway protection shortly after arrival in the emergency room and once stabilized, was transferred to the intensive care unit. A fentanyl infusion (2500mcg in 250ml 0.9% sodium chloride (10mcg/ml) dose: 0-150 mcg/hr) was ordered and was to be titrated (at 0-15ml/hour at a rate of 25mcg/hour) no more frequently than every 5 minutes to achieve a goal rass -2 to +1 and nrs/cpot < 2. The patient's blood pressure from 10:45, ranged from 150-190s over 70-90s, whereas from 10:45 to 15:15 blood pressure ranged from 76-98s over 40-50s. It was stated that when the nurse turned on the pump, they entered ¿yes¿ for the same patient and continued the infusion but not recognizing that the medication previously being given did not match the medication the nurse intended to give. A primary bag of 50ml/hour with vtbi of 250 ml (pump showed volume already given as 75.8 mls from previous patient) infused at 50 mls/hr rather than 50 mcg/hr. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Based on details provided the pump worked as intended. When prompted "new patient?" By the pump, the user selected "no" and started the pump using the prior parameters. The spectrum operators manual indicates: when the pump is turned on and programmed infusion data exists in memory, a screen is displayed asking the operator if the intended use for the pump is for a new patient. Answering yes to this prompt clears the existing infusion data, answering no retains the data and allows the operator to resume the infusion. Therefore, device use error (the nurse continued with the same drug and library from the patient of the day before) with the spectrum pump has possibly caused or contributed to the reported hypertension and hypotension events. Should additional relevant information become available, a supplemental report will be submitted.